Event description:
"...Ivc filter was noted to be fractured, with fractured portions extra-vascular. Ivc filter was successfully removed with extravascular portions left behind since they are not at risk for embolization." Procedure: removal of ivc filter, iliocaval recanalization, stenting of infrarenal ivc, bilateral common iliac veins, bilateral external iliac veins, and bilateral common femoral veins.